Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the cable broke; however, the customer did not provide how the cable became broken. Reportedly, the customer had an alternate usb cable available. The customer reported due to testing blood sugars using a blood glucose (bg) meter, bg level being displayed was over 600 (mg/dl); however, the customer felt "okay". A correction bolus was delivered to address bg level. Reportedly, the customer consulted with health care provider (hcp) regarding diabetes management.